Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensed noisy signals resulting in pacing inhibition and subsequent complete heart block. The physician alleged the lead was originally implanted in an unsuitable position and elected to perform a lead revision procedure. This rv lead was repositioned to resolve the event and no additional adverse effects were reported.